Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added: b5, h6 (patient code). Corrected: d7 (explantation date is retracted since the cup was not removed).

Event description:
Additional information received that the cup was not revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the head and liner were returned for examination. The test lab and bio engineering reports conclude that although it is noted that the patient is obese (bmi = 39.6, calculated from provided patient weight and height) the mode of failure of the prosthesis is multi-factorial and consideration must be given to all other potential influences such as surgical process and anatomical considerations. It is considered unlikely that a product issue is present, and post market surveillance continue per sep 419. The products shall be retained and stored in secure storage for possible future reference. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: pain - the liner had disengaged from the cup and the hip was dislocated at the time of the revision operation. (B)(6) 2019 we revised this hip to find that the liner had dislocated and broken and the cermic head was articulated on the cup. The liner and head were explanted and a new liner (lipped marathon 28mm) and a new 28mm head were implanted.